Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on or charge properly) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at flash memory components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. In addition, the q1 current controlling transistor was internally shorted on the bedside board. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll indicating that a patient's charger was not powering on or charging batteries properly.